Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient began showing symptoms of confusion, lethargy, and slurred speech. At that time, the receiver displayed only high readings and did not provide any audible alerts. No fingerstick glucose testing was available at home, and emergency medical services were contacted when the patient¿s condition worsened. When ems arrived, fingerstick testing was performed but continued to read ¿high¿ without a numerical value. The patient was transported where testing showed a blood glucose level of approximately 660 mg/dl. The patient was hospitalized from friday through sunday and treated with insulin IV, followed by insulin injections to reduce glucose levels. After discharge, the patient remained weak and fatigued but was reported to be stable and recovering at home. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/4/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).